Event description:
Caller reported that the pump screen was dark and would not turn on, with the t:slim x2 pump battery failing to charge. Caller confirmed that there was no adverse impact to their blood glucose level, as it did not exceed 500 mg/dl. Technical support advised trying various troubleshooting steps, including using different charging supplies. Ultimately, using a non-tandem wall adapter and charging cable resolved the issue, as the pump began to charge. Technical support reminded the caller about the use of non-standard charging equipment for troubleshooting only and arranged to send a replacement tandem wall adapter and cable. No further assistance was required, as the pump did not shut down.